Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog iq instrument, it was reported that there was loss of red blood cell (rbc) mass being sent to the waste bag. As was normal practice autolog iq was set up for routine cardiopulmonary bypass (cpb). No issues were noted with set up of device (precheck pass) or the wash kit. Before coming off cpb, practice is to wash and have ready the rbc for patient support on weaning. The customer proceeded to fill and then observed the red blood cell mass being spilled into the waste bag. The instrument was stopped and bowl blood sent back to reservoir. It was estimated that 200ml was lost to the waste bag. An older autolog device atlg was exchanged and proceeded to fill, wash, process without incident. The customer was unclear what the issue was and has submitted the wash kit consumable in case this was also implicated in the issue. There was no patient impact associated with this event. Medtronic received additional information that no damage was observed on the instrument or the disposable. No visual, audible or performance abnormalities was observed or heard. Leak occurred from the bowl to the waste bag. The customer thinks the instrument did not sense the blood had reached fill level to stop and put into wash mode so it just kept filling, pushing the ¿good blood¿ to the waste bag. All blood contained in the circuit. The bowl/ tubing was re-seated and no change, same consumables was used in the substituted autolog, which worked as expected. The fill level was at 900 ml in the reservoir, saline 1000ml, holding bag 0ml, waste ¿ was first process. No error message appeared. Customer observed the spill and manually stopped the instrument and sent the blood back to the reservoir. The instrument proceeded to fill again and the same issue happened so then the switched out instrument to the atlg. No transfusion was required, blood loss to the waste bag was at 200 ml. 1 rbc donor unit washed through atlg at a later stage.